Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Stuck button alarm troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. The customer did not press the button down for three minutes or longer and the insulin pump was not exposed to a change in altitude. Beep anomaly troubleshooting was performed for beeping. The customer was unable to clear the stuck button alarm and that the notification light was blinking. It was explained that this was normal behavior. Troubleshooting for pump error indicating, post-reset alarm, corrupted history pointers, and invalid trace pointers. Troubleshooting could not be continued due to stuck button. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed self and displacement test. Unit was monitored for 24 hrs. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error were noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit received with minor scratched display window and case.